Event description:
It was reported that "when final tightening, the second screw just as dr. (B)(6) was reaching 12mm there was a huge popping noise. He then pulled the torque wrench out and the tip was still in the blocker and the t-handle had also come off. He removed the tip from the blocker and used a different torque wrench to finish the tightening."

Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.